Event description:
It has been reported to philips that the wireless footswitch was not working. The system was not in clinical use when the issue was identified. The customer has a wired footswitch available for use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips service engineer (fse) inspected the system onsite and could not confirm the reported problem. The fse inspected the footswitch, charger, and battery. All were noted to be in good working order. The fse tested the wireless footswitch, and it was in good working order. The codes were updated based on the investigation outcome.